Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the product cracked at the syringe connection. This caused a leakage and wasted medication/vaccination. Additional information provided on 09-sep-2019 stated this incident was discovered upon drawing up. It is unknown if the patient received the full dose of medication.